Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2021-03438. It was reported the patient had been receiving ineffective therapy due to high impedance related to one of the patient's leads. Reprogramming was unable to provide resolution. As a result, the lead that showed high impedance was explanted and replaced to address the patient's issue. Both of the patient's leads are being reported as explanted because it's unknown which lead was replaced.